Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was returned with blood in the guide wire lumen and no contrast visible. The stent implant was stationary on the tightly-folded balloon, but the proximal end of the stent was located 1mm distal to the proximal balloon marker. Crimp marks were noted between the proximal marker and stent implant, which suggests that the stent was properly placed during manufacturing and is consistent with the reported stent movement during use. There were three flared struts in the first proximal row, which would be consistent with interaction with the lesion, guiding catheter or snare during removal attempts. The stent implant outer diameters were measured and met manufacturing criteria. The analysis of the returned device does not indicate any product quality deficiency. In this case, the lesion was heavily tortuous, heavily calcified, eccentric and 99% stenosed, and reportedly the stent became stuck in the calcification. Although the lesion was pre-dilated, these challenging lesion characteristics still likely contributed to the reported failure to advance and subsequent stent movement. The xience v instructions for use states: do not advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement as well as should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, it was reported that, after the stent became stuck in the calcification, the physician advanced and pulled the device. It is likely that the additional manipulation of the device after becoming stuck also likely contributed to the reported stent movement. The stent and sds were successfully removed together by a snare and resulted in the reported delay in procedure. A review of the device lot history record did not indicate any nonconforming material records for this lot which could have contributed to the specified issue indicating that lot release testing results, including stent dislodgement force, met specification. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. During manufacturing, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, eccentric, 99% stenosed, de novo lesion of the right coronary artery, after pre-dilatation with the trek balloon, the 2.5 mm x 12 mm xience v stent delivery system was advanced and became stuck with the vessel calcification and during manipulation the stent implant was moved on the balloon in the anatomy. An aspiration catheter was attempted but a gooseneck snare device was used to retrieve the stent and stent delivery system. A second xience v was used in the procedure without incident. Although a procedure delay was reported, it was not a clinically significant delay due to the device issue as there was no reported adverse patient effect. Thought requested, no additional information was provided.